Manufacturer narrative:
Results: the packaging tube was bent. The distal tip of the benchmark 6f 071 delivery catheter (benchmark) was pushed under the packaging tape. Upon removal from the packaging, the benchmark was found to be bent. Conclusions: evaluation of the returned device revealed that the packaging tube and benchmark were bent, and the distal tip of the benchmark was pushed under the packaging tape. This damage may have occurred due to improper handling of the sterile pouch and packaging card during removal from the product display box. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the benchmark 6f 071 delivery catheter (benchmark) was kinked at the mid-shaft. The kinked benchmark was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new benchmark.